Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the staff was unable to remove the guidewire from the impella cp pump after placing the pump in the left ventricle. A new pump was inserted successfully, without any harm or injury.

Manufacturer narrative:
The investigation of product damage (guidewire damage - peripheral vessels) has been completed. The impella device was not returned for evaluation. The cause of the delivery issue was not determined since product was not returned and sufficient clinical information was not provided. B5 updated information provided. D6a and d6b added. G1 reporting contact fax number missing on manufacturer device report 1220648-2023-03284.

Event description:
Following the pump exchange, the patient expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.